Manufacturer narrative:
Additional information: due to characterization limit e1, initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) had a failure to fill the balloon. There was no patient involved.

Event description:
N/a

Manufacturer narrative:
Updated fields: b3, b4, g3, g6, h2, h6(type of investigation, investigation findings, component codes, investigation conclusions). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse inspected, troubleshooting revealed pneumatic interface module defective and replaced pneumatic module assembly. Safety checked according to the enclosed checklist test passed. Functional test and test run ok.